Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 during a routine follow up, computed tomography (CT) showed a potential type 3b or a potential type 2 endoleak. The physician elected to complete a subsequent endovascular procedure on (B)(6) 2017. The physician was able to confirm the endoleak was a type 2 endoleak from large lumbar arteries and an ima contributing as well. The physician chose to embolize the ima and proactively relined the original implants with an additional bifurcated stent as well as an additional infrarenal aortic extension. The patient was stable post procedure and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm; aneurysm sac growth, a type 2 endoleak as well as a type 3b endoleak of the main body stent. The clinical evaluation identified the following potential contributing factors to the reported event; patent lumbar arteries and patent gonada/ima arteries. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.